Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA. Product was discarded.

Event description:
It was reported that the patient woke up feeling nausea and her blood glucose level was 197 mg/dl. She went to the hospital where her blood glucose level was 650 mg/dl. She was treated with an IV of insulin. There was no delay in treatment. Return of suspect device was requested and replacement was sent.